Event description:
The manufacturer received information alleging an air flow sensor check had failed on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blender gasket was replaced to address the issue. After replacing the part on the device, line test was performed and passed on the device. The device was retested and passed all tests on the device.